Manufacturer narrative:
Information contained in this report was previously submitted through psr on 08/mar/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, red particles, and crease fold. A microscopic analysis was performed which identified a sharp crease opening, stress marks, wear abrasion, and missing shell (0-25%). Based on the device analysis the final assessment was a sharp crease opening on radius due to fold flaw opening, and missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "possible rupture." Device has been explanted.